Event description:
It was reported that during a laparoscopic cholecystectomy procedure the clips were malformed and open ended. They completed the procedure with a new like device. There was no patient consequence reported. The device will be returning for analysis.

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because error 5 meter issue was not resolved with troubleshooting.

Manufacturer narrative:
(B)(4). The analysis results found that the device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.